Event description:
Caller reported that the t:slim x2 pump battery was not charging despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the malfunctioning pump as the caller confirmed attempts to use different cables and adapters did not resolve the issue. The customer, using mdi therapy as a backup.